Event description:
On september 8, 2009, the lay-user/ pt contacted lifescan (lfs) alleging that the onetouch ultra meter has a power issue (last result frozen). This complaint is classified according to the documentation of the customer care advocate. The pt manages her diabetes with oral medication, diet, and/or exercise. Since the product issue began 3 weeks prior to contacting lfs, the pt allegedly has not been able to test her blood glucose. On two separate occasions (unk date and time) after the power issue began, the pt reportedly experienced symptoms of "shakiness" and administered self-treatment with a granola bar. During troubleshooting, the customer care advocate was able to resolve the power issue with training. The pt was pressing the m button to turn the subject meter on. Per the owner's manual, the subject meter will revert into the memory mode when the subject meter is powered on with the m button. This complaint is being reported due to a user error involving a serious injury. The pt claimed she developed symptoms that can be associated with hypoglycemia after she was unable test her blood glucose due to the reported issue. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.